Manufacturer narrative:
The device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. Rite functional test was performed and passed. Device failed ground bond test during rite electrical test. The problem was isolated to a loose door ground wire. The ground wire was replaced to resolve the issue.. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A homechoice device failed electrical testing during evaluation. Total ground bus resistance was 593 milliohms, which exceeds upper specified limits. There was no patient involvement. No additional information is available.